Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during bolus. Customer's blood glucose was 432 mg/dl. Troubleshooting was performed and insulin exits the tubing fine. Customer was advised the alarm was caused by an infusion set/reservoir occlusion. Customer is not returning the reservoir for analysis.